Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The blood glucose level was 46 mg/dl. Customer¿s current blood glucose value was 158 mg/dl. Customer specified other relevant blood glucose value was 92 mg/dl and 102 mg/dl. Customer treated with glucose for low blood glucose. The customer decline troubleshooting for low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.